Event description:
It was reported that the patient presented to the clinic after receiving inappropriate atp and inappropriate high voltage therapy, due to misdiagnosed episodes of af with rapid ventricular response. The device was reprogrammed and the patient will be monitored.